Event description:
It was reported that the patient with this artificial urinary sphincter (aus) required a catheter to be inserted, so the cuff had to be explanted. The remaining components remained implanted and capped. A new cuff will be implanted at a later date. There were no patient complications reported.